Event description:
It was reported that approximately one month post implant of the implantable pulse generator (ipg) the patient developed a vegetative infection. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.